Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in biopsy channel¿, was confirmed. The foreign material was found to be part of a syringe (specifically the needle adapter) and was caught stuck between the ks-mouthpiece and the instrument channel due to the adaptor that broke and fell into the channel. No further information was obtained. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the biopsy channel with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. A middle repair was required to return the device to OEM standards. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ detection methods are written in IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. ¿ prevention measures are written in IFU: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the bending section cover glue was separated and worn out, the connecting tube protector was cut, the switch box unit had wear and tear, the universal cord had wrinkles, the electrical contacts of the plug unit was damaged, and the angulations were out of specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that part of the colonovideoscope syringe was stuck inside. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of patient harm. The device was returned for evaluation and during the device evaluation, foreign material was found in the instrument channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.